Manufacturer narrative:
(B)(4). Date sent: 07/30/2025. D4: batch # unk. Additional information was requested, and the following was obtained: - was there any other issue noted with the staple line other than bleeding (malformed staples, staple line missing staples, etc.)? It looked like there was potentially a staple missing where the oozing/bleeding was coming from. - how was the bleeding controlled? Compression and clips - how much blood was lost (ml)? Unsure. - did the patient require a transfusion? No - could you please provide more details about the type of oozing? This was more than normal oozing; it looked like it was pulsing out between two adjacent staples. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished #pve35a, with lot/batch #a97628, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure, it was observed that one staple line leaked (vessel was around 3-4mm) ¿ it looked like it was leaking from the gap between two adjacent staples, not an ooze from the staples itself. They tried to compress using a swab but that didn¿t work, then they tried to get a ligaclip on it but couldn¿t because of the angle, so had to stop and wait for the bleeding to stop which took a long time. They opened a medtronic stapler to continue the remaining vessel transections. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 08/05/2025. D4: batch #410d51. Corrected data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload (a) loaded on the device. The reload was received unfired. In addition, another reload (b) was received fully fired. The device was tested for functionality in the straight position with a returned reload (a) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Although the cause of the reported incident could not be determined, proper use of the endo linear cutters - echelon flex vascular 35mm - powered is important to ensure functionality. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review ==> a manufacturing record evaluation was performed for the finished device batch number 410d51, and no non-conformances were identified.